Event description:
It was reported that a patient, male, underwent a procedure with a thermocool® sf nav bi-directional catheter and suffered a ventricular tachycardia and cardiac tamponade, finally patient deceased. The patient was taken to the hospital for lifesaving and found vt at 220 bpm. There was no response to cardioversion. A transseptal puncture was performed and a map was created, the source of arrhythmia was found. Ablation was begun and tachycardia temporarily disappeared and appeared again. Patient suddenly lost consciousness and cardiac tamponade was found. Patient was given 600 ml of blood from pericardial sac. After a long resuscitation, patient deceased. The physician stated that all bwi products performed as intended and the cause of this adverse event is not device related. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
On november 12, 2014 additional information was received by bwi representative. The patient, (B)(6), had no medical history and the death date was on (B)(6), 2014. The physician¿s opinion regarding the cause of this adverse event is that this is due to patient¿s health condition (vt - 220 bpm); cerebral stroke and tamponade. In addition and per physician, factors that might have contributed to the event were twice acute respiratory failure, permanent tachycardia and cardiac failure. A transseptal puncture was performed properly with no signs of perforation of the heart. During procedure, patient lost consciousness and after echo, found 600 ml of blood in the pericardium. The overall time for ablation at the site of injury was 521 s. And the last ablation cycle time was 100 s. The patient did not received any anticoagulation. Settings during the event include: power was at 30 w., impedance between 97 ¿ 140 ohms, temperature between 32 -34 c° and flow setting at 15 ml/min. A st. Jude fast - cath s2-0 6 fr. And st. Jude fast cath 8 fr. (Non bwi products) were used. (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. As the lot # 15671382l was provided, the device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant bwi products: product: carto¿ xp system, us catalog # fg470000, serial # unknown. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4)